Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an atrioventricular node ablation procedure, the physician was unable to interrogate the pulse generator. Radio frequency telemetry was not available; the programmer interactions proceeded very slowly. The physician elected to explant and replace the device. The patient was in good condition post procedure.